Manufacturer narrative:
(B)(4). Report source, literature - scott, trevor et al (2017). Polished, collarless, tapered, cemented stems for primary hip arthroplasty may exhibit high rate of peri-prosthetic fracture at short-term follow up. The journal of arthroplasty. Doi: 10.1016/j.arth.2017.11.003. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that a patient with a composite beam stem sustained a minimally displaced fracture of the greater trochanter 5 months post operatively. The fracture healed with conservative treatment. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: head catalog#:unk lot#:unk, shell, catalog#:unk, lot#:unk, liner, catalog#:unk, lot#:unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.